Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 55% to 10% after being connected to a power source. The battery later went from 40% to 100%. The customer's blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.